Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/ short of breath due to sleep apnea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging difficulty breathing/ short of breath. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The manufacturer observed unknown residue, consistent of evidence of water ingress found on the bottom of the outside of the humidifier and unknown debris consistent with hair found on the inside of the humidifier. The manufacturer also observed brown debris consistent with keratin found on the front panel, filter inlet and sd card inlet of the device and air exit of humidifier and white debris consistent with dust found in air exit of the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation but there is no visible damage or functionality failures of the device, which still suggests that the source of contamination was external to the device.